Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for arachnoiditis and spinal pain. It was reported that the patient's ins 'flopped over' a few months after implant due to their pocket being enlarged as a result of the previous ins being larger than the new one. The patient stated that the ins is functional and nothing has been done to it but that it is a little inconvenient using the patient programmer as it is difficult to line up the antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that no action was needed to resolve their issue. They noted their ins was just slightly tipped, and their problem for usage was with the programmer which had been replaced, and everything was working as designed. They reported their weight at the time of the event to be (B)(6) pounds.